Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer had high blood glucose level and no delivery alarm. The customer's blood glucose level was 410 mg/dl at the time of incident and blood glucose at the time of the call was 170 mg/dl. The customer treated their blood glucose level with manual injection. Customer stated the no delivery alarm was resolved by changing the complete set. Customer declined to troubleshoot for high blood glucose level. The insulin pump/reservoir will not be returned for analysis.